Event description:
The physician was in the middle of his bilateral tonsillectomy and was using the cobalator and the hand piece that is used with it. Ref eica5872-01 when he noticed it not working properly anymore. When he took it out to look at it he noticed that the 3 wire strands on the hand piece were broken.